Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator shock was not getting delivered in synchronize mode. There was no negative pt impact.